Event description:
Customer reported there are missing segments on the display of the infusion device where the basal and bolus amounts are displayed. The infusion device was requested for evaluation. No adverse event was reported.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.